Manufacturer narrative:
(B)(4). Batch p93r2k. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information requested but not received: did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that during an unknown procedure, device used for the first time and the jaw of the device got broken. The upper portion of the jaw fell in to the surgical field and they removed the same. Completed procedure using another energy device. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # p93m56. Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. In addition the upper jaw was detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.